Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, the reported event was confirmed, and it is likely that a temporary abnormality occurred in the image sensor unit at the distal end or in the core wire inside the image sensor unit cable, and that this may have caused the problem. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex detectable videoscope encountered an image abnormality during the procedure, resulting in noise. The procedure was completed using a similar device. There were no reports of patient harm.